Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Tie rod end came loose from index plate handle.

Event description:
They said main screw will not stay tight. They said other screws have fallen off and it is very unstable.